Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that bleeding occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient bled excessively from the insertion site. This happened immediately after inserting the sensor. She removed the sensor and she observed that it was still bleeding so she proceeded to go to the hospital emergency room (ER). She also started feeling dizzy due to the loss of blood. It was confirmed that the patient was taking blood thinners at the time of the event. At the ER the patient was treated with IV medication to stop the bleeding. She felt okay for the entire duration of the event. At the time of the report the patient was fine. The patient stayed at the ER for less than 24 hours. No product was provided for investigation. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined. No additional patient or event information is available.